Event description:
Caller reported a cartridge alarm without a significant impact on blood glucose levels. Despite assistance from technical support, the customer could not resolve the issue, leading to the decision to replace the pump. Technical support advised the customer on the necessary steps to return the malfunctioning pump and set up the replacement, including updating the pump software and programming settings. They also confirmed the shipping details and informed the customer about the backup therapy and procedures for connecting their continuous glucose monitor to the new pump.